Manufacturer narrative:
The customer reported complaint "burning smell" was confirmed. There was a smell of smoke from the device. The device was opened and it was visually confirmed that a component on the power supply printed wiring assembly (pwa) was burnt. There was also damage to the main chassis which was melted. The customer complaint was confirmed and the probable cause was a burnt component on the power supply pwa.

Event description:
It was reported that, on an unknown date, the plum 360 generated a "burning smell". The field service technician mentioned that no other information was provided during the call. There was no patient harm reported.